Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, during preparation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, during preparation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of aware date, as event date was not provided. Device evaluated by MFR.: returned product consisted of an incomplete device return of an emerge mr balloon catheter. The device was visually and microscopically examined. At 51.5cm from the strain relief the hypotube was separated, which was also the length of the device returned. The separated end was ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. No further damage was found to the returned portion of the device which included the manifold, strain relief, and a portion of the hypotube. Product analysis could not confirm the reported burst as the balloon portion of the device failed to return for further analysis.